Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level. Insulin pump had pump error alarm. Blood glucose level was 457 mg/dl. Self test and dvt test was performed. Self test was not passed and dvt test passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. However, the pump failed the sleep current measurement test during self test due to broken trace at u1 keypad assembly. Successfully downloaded history files and traces using thus software. The pump uploaded to carelink pro without any errors. The following were noted during visual inspection: cracked keypad overlay, scratched lcd window and cracked case (corner of belt clip rails). However, normal bolus delivered were found in history file on: b)(6) 2022 02:25:33.000 normalbolusdelivered, normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6) 2022 06:52:02.000 normalbolusamountprogrammed = 3 bolusamountdelivered = 3 (B)(6) 2022 08:06:34.000 normalbolusdelivered normalbolusamountprogrammed = 3.9 bolusamountdelivered = 3.9 in summary, unable to complete require testing due to pump error 63. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.